Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of early sensor expiration was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a sensor expiration message appeared with 6 days of use. The sensor was inserted at the abdomen on (B)(6) 2018. No additional event or patient information is available. Data has been received but not yet evaluated. A follow-up report will be submitted upon completion.

Manufacturer narrative:
(B)(4).